Event description:
It was reported that the insulin pump was not delivering insulin, and her blood glucose have been in the range of 500mg/dl since yesterday. The mother stated that the customer had high blood glucose for a week, and she had stomach aches. It was mentioned that the father smelled insulin. The caller did not feel comfortable and requested a replacement. Troubleshooting was performed. The caller stated that he attempted to call the doctor, but they ended in the emergency room, and her blood glucose was treated with an insulin drip. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed functional test including displacement, prime, basic occlusion, occlusion and no delivery tests. However, moisture damage found on motor home switch.